Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale marking was misaligned. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the scale was misaligned.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that the scale was misaligned. Both returned syringes were examined and one sample exhibited smudged scale markings and extra ink smudged below the 0 unit marking. Both samples were also tested using the plug gauge and one sample exhibited the 5 and 50 unit markings to fall out of the specifications noted on the plug gauge. A review of the device history record was completed for batch# 8295667. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for ink rings. There was one (1) notification (B)(4) noted for missing scale lines. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. As per investigation completed by manufacturing, "on 05aug2019, holdrege receive (2) loose 0.5ml 29ga x 12.7mm syringes each in a separate zip-top bag from material 326666, batch 8295667. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the first syringe in the bag labeled ¿normal sample¿ showed no defects. Visual inspection of the second syringe in the bag labeled ¿defect sample¿ showed a faint ring near the tip of the barrel, below the zero line. There was also slight double print of the numbers of the print scale. Maintenance dispatches 47621 and 47469 were entered for double print. The actions to correct the double print was to change the print pads and to lubricate the spindle and mandrel shafts. There were no maintenance dispatches for the ink ring near the tip of the barrel. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The needle assemblies were removed from both of the syringes. There was no visible damage to the barrel tips. The syringes were tested per (B)(4) using plug gauge, ID# (B)(4). The 5 unit scale line did not fall within the recessed area of the plug gauge on the ¿defect sample.¿ the ¿normal sample¿ was within specification for the plug gauge. Per (B)(4), if accuracy of scale location is questionable, volumetric testing is to be performed. Both syringes had volumetric testing performed per (B)(4). Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of (B)(4), the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. Both syringes passed volumetric testing using calibrated scale, ID# 13716, and are within volumetric specification. The volumetric results ensure that dosing is accurate. Results are below: sample description: normal, volume u-100 20 units: 0.1991, volume u-100 50 units: 0.4899; defect, 0.2054, 0.4937". H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale marking was misaligned. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the scale was misaligned.